Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that nine months post stent implantation, an in-stent restenosis had been detected. Another in-stent restenosis was found 19 months post stent placement. The exact location of the in-stent restenosis is unknown. There was no reported patient injury.

Manufacturer narrative:
H10: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction as well as by abnormal vessel geometry caused by stent implantation. An irregular stent placement as well as an insufficient pre- or post-dilation also may be contributing factors to the reported event. On the basis of the information available and as no image was provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. In addition, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that nine months post implantation of the stent in the left middle/distal sfa for treatment of a lesion of 40 mm length, an in-stent restenosis was detected. Reportedly, pre- and post-dilation was performed. Another in-stent restenosis was discovered 19 months post stent placement. For treatment of the in-stent restenosis, a percutaneous transluminal angioplasty was performed. There was no reported patient injury.